Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
74 year-old female patient with cardiomyopathy implanted with impella cp uneventfully. Patient did not improve and was transferred for advanced care. ECMO added as primary support device, with concomitant impella support. Patient then developed a gi bleed. Patient expired on dual support. Impella to be conservatively code to major bleed, transfusion, and death, although unlikely to be associated with these events.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (catalog, serial number), and d10 (concomitant product). Corrected information was provided in d3 (manufacturer fax) and e1 (zipcode). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.